Event description:
Affiliate received initial information from an eye care professional indicating that a patient presented with complaint of blurry vision after 15 days of contact lens wear. Eye care professional stated that it was "probably that she had a fungi infection." Affiliate made multiple attempts to obtain any additional information from reporting doctor, doctor has not responded. No additional information is available at this time. A lot history was completed indicating no abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is expected to be received at this time. Will report any additional information within 30 days after receipt should any additional information become available.

Manufacturer narrative:
Device labeling for reuse. No conclusion can be drawn.